Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated by wand. Technical services (ts) consultant suggested hovering the wand and place it perpendicular to the device but it did not work. Additionally, ts advised to unplugged the wand and plugged it back and support the wand but it failed to read the device. As of this time, this device remains in service. No adverse patient effects were reported.